Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions or connect/release problems noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir will not lock into place properly. The customer noted that the white snap cap on the reservoir that did not look smooth; there appeared to be a ripple at the stop. The patient's blood glucose at the time of incident was 286 mg/dl or 288 mg/dl; however, he confirmed that his blood glucose has reached the 400 mg/dl range, which he planned to treat by jogging and other strenuous physical exertions. The customer also has syringes available as part of his back-up treatment plan. The patient also mentioned receiving a no delivery alarm on the insulin pump, and it was determined that the damaged reservoir caused the alarm. The reservoir will be returned for analysis and the customer will receive a replacement reservoir.